Event description:
It was reported that 2 bd neoflon¿ IV cannulas were found with damaged catheter tips before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014."

Manufacturer narrative:
H.6. Investigation summary: 2 used samples returned. A bd quality engineer inspected the returned units and confirmed the reported observation of peelback. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. CAPA#(B)(4). Was issued to review the tubing material. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd neoflon¿ IV cannulas were found with damaged catheter tips before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014."